Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported caregroup alarms were not ringing. The device was in use on a patient. There was no reported patient harm.